Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The system was fully functional, however, inspection showed that the ps1 was out of specification. The logs also showed several ps1 errors and an error 63 which is a starter issue. The ps1 and starter board were replaced the next day and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, the image acquisition system (ias) was beeping loudly upon start up and it was not possible to take an x-ray. Several reboots of the imaging system did not resolve the issue. Generator status; not ready. The site aborted use of the imaging system and switched to a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The representative performed a hard reboot of the system by powering off both the ias and mobile view station (mvs) completely and restarting. After doing this, the system was functional and used in a procedure later in the day with no issue. No additional information was available.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The generator starter was returned to the manufacturer for analysis. The starter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: as previously reported on the initial, the power supply was found to be out of specification. The returned component did not pass electrical specifications. Output testing performed over at least 30 minutes duration. 5vdc 1a threshold was set for power supply. Supply voltage on ps1 dropped from 4.7vdc to 4.3vdc and then remained steady. The reported event was confirmed.